Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the conductor was distorted from over-rotation. It was also noted that the distal electrode was covered in blood and the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the lead would not extend or retract. The lead was not used, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead would not extend or retract. The lead was not used, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.